Event description:
Boston scientific crm received information that, during an implant procedure, this lead had pacing impedance measurements greater than 2000 ohms. No amplitude or pacing threshold measurements could be performed. The configuration was changed to unipolar and the pace/sense ring connection touched to the skin. An impedance of 1700 ohms was achieved, but troubleshooting attempts were still unsuccessful to further lower the impedance or to measure amplitude fand pacing threshold. The lead was explanted and replaced.

Manufacturer narrative:
The lead has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.

Manufacturer narrative:
Upon return, a thorough evaluation of the lead was performed. The complete lead was returned with the terminal tool seated properly. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, confirming the lead was electrically continuous. Microscopic inspection revealed slight separation of the proximal end of the distal coil from the lead body. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of high impedance. The observed insulation separation is not likely to have contributed to the clinical event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead noted the distal shocking coil was separated from the lead body medical adhesive. Laboratory testing was unable to reproduce the reported clinical observations of out of range impedances. The observed separation of the shocking coil is not likely to have contributed to the observations.